Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a clinical research entity that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of around 26 mg/dl at the time of the incident. The customer was driving at the time of the incident. The customer drove onto the embankment of the road while driving to get food. The customer was given oral carbs to treat. The customer experienced symptoms such as feeling low and disorientation. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer states pump use was discontinued at the emergency room. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.